Event description:
It was reported that during the final tightening of the locking nut, the nut didn't break off and due to the excessive force applied, the pedicle was broken. The nut was replaced and the surgery was completed with no further complications.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Visual observation confirmed the break-off section was not detached from the nut. The anodized bottom surface was found to be scratched consistent with a proper contact with the rod connector. The threads were tested and found to function as intended. A review of the device history records revealed no non-conformances to specification. Unable to determine cause of the event.